Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported events (sepsis and patient condition) cannot be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists sepsis as an adverse event that may be associated with the use of the heartmate ii lvas. This document, as well as the heartmate ii lvas patient handbook, outline care instructions regarding infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) speed was increased to 8800 rotations per minute (rpms) due to an underfilled left ventricle (lv) with septal bowing. The cause of the underfilled lv was reported to be dehydration and sepsis.

Event description:
Additional information was received that the patient had a driveline infection that had positive cultures for methicillin-susceptible staphylococcus aureus (mssa). They were treated as outpatient with oral antibiotics (ciprofloxacin), which did not resolve the infection. They were then transitioned to intravenous (IV) antibiotics. It was noted that the patient became septic in (B)(6) 2022.

Manufacturer narrative:
Section b5: additional information regarding patient treatment was received. The reported admission in january 2022 for sepsis is captured under manufacturer report number 2916596-2022-10962. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (infection, sepsis, cardiac arrhythmia, and patient condition) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 lists infection, sepsis, and cardiac arrhythmia as an adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 lists infection and cardiac arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate ii left ventricular assist system. This document, as well as the heartmate ii left ventricular assist system patient handbook outline care instructions regarding infection. No further information was provided. The manufacturer is closing the file on this event.